Event description:
While implanting the lens, the plunger tip of the inserter veered sideways damaging the lens. The lens was removed and replaced.

Manufacturer narrative:
This lens is sold in the USA under model: ao60g.